Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) observed on the right ventricular (rv) lead and the clinic requested a resolution to resolve the twos. At this time, follow-up is unable to provide further information. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.